Event description:
The customer reported that one of the monitors was not working, and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable was reseated. The system was then found to be operating as intended.